Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the device battery impedance was at 39.20k. The subject device was previously checked on (B)(6) 2013 and the estimated time to eri (elective replacement indicator) provided by the programmer was 21 months +/- 1 month and the battery impedance was at 5.58ko at that time. It was reported that the parameters were not reprogrammed during the follow-up performed on (B)(6) 2013. The device will be replaced urgently (date is unknown), but will not be returned for analysis.

Manufacturer narrative:
It was reported that the subject device was explanted on (B)(6) 2014.

Event description:
Reportedly, during the follow-up performed on 29 may 2014, the device battery impedance was at 39.20k. The subject device was previously checked on 1 may 2013 and the estimated time to eri (elective replacement indicator) provided by the programmer was 21 months +/- 1 month and the battery impedance was at 5.58ko at that time. It was reported that the parameters were not reprogrammed during the follow-up performed on 1may 2013. The device will be replaced urgently (date is unknown), but will not be returned for analysis.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the device battery impedance was at 39.20k. The subject device was previously checked on (B)(6) 2013 and the estimated time to eri (elective replacement indicator) provided by the programmer was 21 months +/- 1 month and the battery impedance was at 5.58ko at that time. It was reported that the parameters were not reprogrammed during the follow-up performed on (B)(6) 2013. The device will be replaced urgently (date is unknown), but will not be returned for analysis.